Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow up. The device was post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. The programming changes were made during the device check.